Manufacturer narrative:
Batch review performed on 08 may 2024: lot 131542: (B)(4) items manufactured and released on 05-jun-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain due to a distally potted stem and the cause is unknown. At 10 years and 9 months post primary the surgeon revised the stem and head. The surgery was completed successfully.